Event description:
A consumer reported a quantity of 12 minicaps in which the sponge in the minicap was brown, but dry. The package was not opened or damaged prior to use. The consumer is using a new box of minicaps with no reported problems. No further information was provided. This is report 6 of 12.

Manufacturer narrative:
(B)(4).this complaint was not confirmed. The root cause for the report of inadequate iodine was undetermined.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.